Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received several no delivery alarms. Customer's blood glucose was 280 mg/dl. Customer also reported of having "high" blood glucose readings and treated with 35 units of insulin on two occasions. Troubleshooting was performed and customer was advised to call if issue persisted.